Event description:
A copy of the medwatch report from FDA was received, which states, "patient was post-op from or; we wanted to start nirpride and programmed it and primed infusion set and connected it to drip line immediately after. Patient's blood pressure dropped from sbp [systolic blood pressure] 110 to sbp 60 shortly after. Anesthesia mentioned that when he was priming the drips earlier that morning, he noticed that after you prime set pump, it appears that the pump continues to push med out as if it was still priming for a minute or two and believe that is what may have caused the patient to receive a bolus of nipride. Bd alaris syringe pump was used to hang a syringe of nitroprusside. Because the rate is < 5 ml/hr, the syringe pump "prime set with syringe" function was used to engage the pump drive head per manufacturer recommendations. The infusion was connected to the patient immediately after priming. Shortly after, the patient's blood pressure dropped from sbp 110 to sbp 60. There is a concern that after the "prime set with syringe" function is used, that the medication continues to flow and may provide an inadvertent bolus of drug to the patient. Patient's blood pressure dropped after the "prime set with syringe" function was used and connected to the patient, indicating there is some lag time where the medication is still infusing after priming is completed." The customer filled out, "other serious or important medical events" under the outcome attributed to adverse event section.

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue that device had inaccurate delivery was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A copy of the medwatch report from FDA was received, which states, "patient was post-operation from operation room; we wanted to start nirpride and programmed it and primed infusion set and connected it to drip line immediately after. Patient's blood pressure dropped from sbp [systolic blood pressure] 110 to sbp 60 shortly after. Anesthesia mentioned that when he was priming the drips earlier that morning, he noticed that after your prime set pump, it appears that the pump continues to push med out as if it was still priming for a minute or two and believe that is what may have caused the patient to receive a bolus of nipride. Bd alaris syringe pump was used to hang a syringe of nitroprusside. Because the rate is < 5 ml/hr, the syringe pump "prime set with syringe" function was used to engage the pump drive head per manufacturer recommendations. The infusion was connected to the patient immediately after priming. Shortly after, the patient's blood pressure dropped from sbp 110 to sbp 60. There is a concern that after the "prime set with syringe" function is used, that the medication continues to flow and may provide an inadvertent bolus of drug to the patient. Patient's blood pressure dropped after the "prime set with syringe" function was used and connected to the patient, indicating there is some lag time where the medication is still infusing after priming is completed". The customer filled out, "other serious or important medical events" under the outcome attributed to adverse event section.